Event description:
It was reported that the versajet system is no longer performing adequately. The pump cartridge does not always engage properly when inserted into the handpiece connection port and rotated.